Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room feeling syncope, light headedness and bradycardic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing which caused pacing inhibition. The patient blacked out briefly when some longer pauses occurred. The issue was not resolved with reprogramming. The device was programmed to doo. The patient was discharged and would be monitored.